Manufacturer narrative:
Biomerieux customer service was able to identify the problem with the instrument over the phone with the customer. The mda operator manual and biomerieux customer service instructs users that the dye range be set at +/-6. The range was set at 10, which is the default setting for the instrument. The range had never been changed. If the range had been set correctly, the specimens would have generated a dye flag alerting the operator of a possible problem and results would not have been reported.

Event description:
The mda ii instrument is a coagulation instrument. High ptt results on 3 pts were reported on the mda ii instrument. All pts were ER pts. A physician questioned the results and the specimens were repeated on another instrument. Upon review of the results, the specimens should have produced a dye flag indicating a pipetting problem with the instrument. Two out of the 3 pts were discharged from the ER and their treatment was not affected by the erroneous results. The status of the 3rd pt was unk by the customer. Multiple phone calls to the customer were made between 22oct04 and 18nov04 trying to obtain info on how the erroneous result affected treatment of the third pt. This info is still unk.